Manufacturer narrative:
Per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to radiation. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.